Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer boots up to a system error. Analysis also found the system fan is noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after loading software onto the programmer, it would not re-boot. The screen went black and there was a grave error. The programmer was returned for repair. There was no patient involvement.